Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: clinical value analyst. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. After a heart catheterization, the registered nurse (rn) removed 2cc's of air out of the tr band on the patient's right radial site two (2) hours post sheath removal. Initially there were 10cc's in the tr band, ten (10) minutes later the patient called the nurse in with his wrist bleeding. The nurse added 3cc's back to the tr band to stop the bleeding (11 cc's in the band total). Twenty (20) minutes later the rn went into the room to attempt to remove 2cc's from the tr band and the band was completely deflated when there should have been 11cc's total. The rn took the tr band off the patient and filled the tr band up with 10cc's and wrapped it around a hard object. After two (2) hours the band had deflated to 5cc's. Additional information was received on 12aug2025: the nurse replaced it with pressure dressing.